Event description:
Event description cpi received information that during the last two interrogations of the implantable cardioverter defibrillator, the patient received an inappropriate shock. No action is being taken at this time as the patient is very ill and is in the hospital.